Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was between 64 to 50 mg/dl at the time of the incident. Customer stated that the reservoir was leak during normal use and leak was at reservoir barrel. Customer stated that fluid was visible in insulin pump. It was unknown that auto mode feature was active or not at the time of event. The device will not be returned for analysis.